Manufacturer narrative:
The investigation for limb ischemia, access site bleeding, positioning issues, and ventricular tachycardia (vt) has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of positioning issue is not determined because of insufficient clinical details and product not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As the necessary information was not provided, the root cause of the vt was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support due to st elevated myocardial infarction. While on support, the patient had blood issues to the right lower extremity (rle). As a result, the patient had a thrombectomy/partial fasciotomy of the rle. The patient remains on continuous renal replacement therapy (crrt) and received additional sutures to the pulmonary artery catheter site to control ongoing oozing from site. The impella cp measuring 5.1 past annulus and was repositioned. Additionally, the patient converted to ventricular tachycardia on the monitor with successful defibrillation without loss of a pulse. The procedural outcome was the patient survived the surgery.